Manufacturer narrative:
This is a supplemental report to provide additional information. The main board of the subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The main board of the subject device was installed to olympus asset oev262h, and it was confirmed that no image was displayed through sdi-1 input. The manufacturing record was reviewed and found no irregularities. Omsc presumed that the reported phenomenon occurred since the circuit board failed. It was considered that the circuit board failed because the over current was applied to sdi elements for some reason.

Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and found that the reported phenomenon was due to failure of circuit board. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that during the acceptance inspection, there was no image from sdi-1 input signal port. There was no report of patient injury associated with the event.